Event description:
A company represented reported on behalf of customer "weird post-operative anomalies with all of their patients". Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).